Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 485mg/dl. The spouse stated that his wife's infusion sets were bent. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Time, date, basal rates, and bolus wizard settings were correct. Advised the husband to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.